Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure while checking the instruments, the customer noticed a broken cable on the prograsp forceps. A backup instrument of the same type was used. The procedure was completed successfully. The instrument had 5 lives left. No delay occurred. The procedure was completed with no reported injury.